Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was having their device changed out due to eri. Multiple atrial lead noise events and a single low impedance measurement was noted on the atrial lead. On (B)(6) 2019, the implanting physician decided to abandon/cap the chronic atrial lead and implant a new one.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction for report #2938836-2020-00411: date should be 3 jan 2020.